Event description:
A report was received that after the trial patient underwent a lead pull procedure, she had pain and slight infection at the lead insertion site. Antibiotics were prescribed. The physician believed that the infection was related to the trial procedure. The infection was cleared and patient was no longer experiencing pain.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #:sc-2218-50e, serial #: (B)(4), description:trial linear st lead, 50cm.